Manufacturer narrative:
Service was dispatched. Beckman coulter field service engineer (fse) reported the cause of the erroneous na results was the na electrode. Fse replaced the na electrode and issue was resolved.

Event description:
The customer reported the unicel synchron dxc 660i access clinical chemistry system had erroneous low sodium (na) results. The repeats on another dxc were higher. The erroneous results were not reported out of the lab. Customer reported no change in patient treatment. Na quality control recoveries for day of event were within the lab established ranges.